Manufacturer narrative:
(B)(4). Date sent: 11/13/2020. D4: batch # u5a955. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60w reload loaded on the device. The reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The test door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. No conclusion could be reached as to how the firing switch actuator become damaged. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. It should be noted that as part of our quality process, all devices are manufactured, inspection, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a gastric bypass, the device worked during the first five firings, but during the sixth firing, it did not start. The device locked on tissue. It was unlocked, then locked again to reactivate it. Afterwards, the stapling worked, but the device stopped during the knife return. The surgeon did not use the reverse button because he did not think about it (according to him, it was an extremely rare situation and not visible during this gesture, because the clamp was in his left hand with the button on the left side of the handle, therefore, turned towards the ground). The device was eventually opened by releasing manually with the security trigger under the hood. Another device was used to complete the procedure with no patient consequences.